Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that ranged from 324 mg/dl to "high." Customer's continuous glucose monitor read ¿high,¿ however, a specific bg value was not provided. The cause of the high bg was unknown. Customer delivered a correction bolus to address elevated bgs. Customer declined to troubleshoot with tandem technical support.